Event description:
A surgeon expressed concerns regarding the predictability of pt outcomes following intraocular lens (iol) implant surgery. In a f/u the facility reported a pt experienced an unexpected postoperative refraction following intraocular lens (iol) implant surgery. This pt was reported to have other ocular conditions including history of eye trauma, retinal pigment epithelium (rpe) with extensive floaters and amblyopia in that eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/03/2009, 08/05/2009, and 08/11/2009 by phone, fax and mail. A completed questionaire and medical records were received on 08/14/2009. (B) (4). (B) (4).